Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 01-dec-2022 h6: investigation summary it was reported the needles appeared to be blocked. To aid in the investigation, four samples were received for evaluation by our quality team. The samples came with no packaging blister, no plastic shield and the safety mechanism activated. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. A device history record review was completed for provided material number 305916, lot number 2010821. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2010821 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked while administering vaccines. The following information was provided by the initial reporter: "25g x 1 bd safety glide injection needles are defective. Appear to be blocked, cannot draw up or push vaccine / medication through the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked while administering vaccines. The following information was provided by the initial reporter: "25g x 1 bd safety glide injection needles are defective. Appear to be blocked, cannot draw up or push vaccine / medication through the needle.".